Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported they had deep brain stimulation (dbs) three times and the pain was terrible each time. Once, the patient's dbs was removed due to infection. No diagnostics, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.